Event description:
It was reported to gems that the pivot pin between the tube / collimator assembly and the horizontal arm broke. The tube collimator assembly fell and the technicians hand was bruised. The pin was replaced and the unit returned to service.